Event description:
New information received notes both the right ventricular (rv) and atrial lead presented with oversensing noise. The patient was recovering.

Event description:
Related manufacturer reference number: 2017865-2023-19753. It was reported a patient's right ventricular (rv) lead and atrial lead presented with noise. Both leads were capped and replaced in a procedure on 25 apr 2023. Post-procedure the patient was recovering.